Event description:
It was reported that the customer required assistance to treat a low blood glucose level; cause was unknown. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.